Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the device with which communication could not be established had actually been replaced with competitor product at an unknown date in the past; therefore; the competitor device is the device that could not be communicated with.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that communication could not be established with the cardiac resynchronization therapy defibrillator (crt-d) prior to replacement. The device was to be explanted and replaced. No patient complications have been reported as a result of this event.